Event description:
The customer reported that the system displayed errors on the monitor interface. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep repaired the link connector between the monitor cart and c-arm. The system operates as intended.